Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a resection of retroperitoneal tumor procedure, the jaw locked, getting unusable for the end of surgery. Another like device was used to complete the procedure. There were no adverse consequences for the patient.